Event description:
It was reported that during an in-office visit there was difficulty interrogating this implantable cardioverter defibrillator (ICD). Troubleshooting efforts were performed and a successful interrogation was performed. Upon review, it was noted that the right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, which was believed to be caused by calcification. Additionally, it was noted stored episodes with noise that appeared to be from electromagnetic interference (emi). Troubleshooting options were discussed and recommended. At this time the product remains in service and no adverse patient effects were reported.